Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis team. Failure analysis confirmed and reproduced the reported complaint in-house.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the integrated electro surgical unit (iesu) to resolve the errors c-54 and c-34. The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) called technical support to report that the integrated electrosurgical unit (iesu) generator was not working. Error messages c-34 and c-54 were displayed. Rebooting the generator did not resolve the issue. The technical support engineer (tse) asked the caller if the customer had a third-party generator and explained how to connect it. The intuitive surgical, inc. (Isi) tse provided pictures from the cable including its part number as well as a picture showing where to connect it. The customer had a covidien valleylab force triad generator but didn't find the needed connection cable to the vision side cart (vsc) personality module energy device (pmed) or an external footswitch. Due to the anesthesia time, the surgeon decided to finish the procedure laparoscopically. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the system initially powered on without errors. Port incisions were not increased, and additional ports were not placed. The patient tolerated the conversion.